Event description:
It was reported that the pump battery was depleting quickly which resulted in the pump shutting off. There was no adverse impact to customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.